Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed persistent bacteremia with prolonged antibiotic therapy. The generator was removed. Laser lead extraction was attempted on the right ventricular (rv) lead. Due to the patient¿s anatomy the lead was only partially removed. The system will not be replaced. No further patient complications have been reported as a result of this event.